Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00991943 case subject: npi 8110 failed pressure test account name: alfred I dupont hospital for children account #: 1187301 asset name: 8110 syringe module v9.33.0 asset location: contact: brandan derstine contact email: brandan.derstine@sodexo.com contact phone: 302-593-9417 contact mobile: patient or user involvement: no patient or user harm: no case description: brandan had a syringe 8110 sn (B)(4) failed pressure test during pm failure device type: failure problem type: failure mode: case resolution: I recommended brandan to replace pressure sensor board. If pressure sensor board does not resolve the problem, brandan will send unit in for flat fee repair.